Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on february 05, 2025, with lot number 1757835. Based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required.